Manufacturer narrative:
23- intuitive surgical, inc. (Isi) received the curved bipolar dissector instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint of no ¿electricity output¿. The instrument housing was removed and the instrument was found to have a broken conductor wire at the proximal end in the main tube. The instrument failed the electrical continuity test. No signs of thermal damage were observed at the proximal backend. A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system sl0010. The alleged event occurred on the 9th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image/video investigation required as no image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following: the instrument arced, smoked, or had conductor wire damage with no evidence or claim of user mishandling or misuse. Although the customer reported complaint does not constitute a reportable event, the broken conductor wire found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Information for the fields is not available.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved bipolar dissector instrument had no ¿electricity output¿. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2020; however, the customer could not provide additional information.